Manufacturer narrative:
Concomitant medical products: 459245 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic high thresholds and that the patient could feel their device pacing all day. The lead remains in use and will continue to be monitored. No further patient complications have been reported as a result of this event.